Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 on multiple occasions during basal delivery. There was no reported impact to customer's blood glucose level. Customer reported they have back up manual injections for continued insulin therapy.